Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer decided to rely on multiple daily injections and planned to follow up with technical support when able to change the pump, as they did not have extra supplies available to change the cartridge at the time.